Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. The device was visually inspected and did not present any physical conditions. Functional testing was performed and a power on self-test presented the f-82 alarm. The cause of the alarm was determined to be due to a the central processing unit board (cpu) being damaged. No repairs were made and the device was swapped. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-82 alarm code. No additional information is available.